Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported an incomplete corneal flap during laser assisted flap creation. Laser partial created the corneal cut. Flap was completed manually. Surgery was completed. No patient harm reported. The patient had excellent final results.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).